Manufacturer narrative:
Improvements to increase the robustness of the hydraulic connectors has been approved by gambro dasco and will be implemented in the field. Gambro does not regard the submittal of this report as an admission of responsibility for the event. This event is being reported as "malfunction" under the MDR 2-year rule, regardless of any pt injury.